Manufacturer narrative:
Correction: this supplemental report is to include the concomitant medical products.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up with suspicion that their pulse generator had an unspecified issue. The device was interrogated on (B)(6) 2018 and it was noted that the unspecified issue were caused by the leads which could not be validated. The device was explanted and replaced and the leads remained implanted. The patient was stable post procedure. No further information was available.